Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 500cc mentor memorygel breast implant on the left side, and with 475cc mentor memorygel breast implant on the right side and experienced capsular contracture; baker grade IV on her left side postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3505001bc; serial number (B)(4) on the left side, and with catalog number 3504751bc; serial number (B)(4) on the right side on (B)(6) 2021. On september 23, 2021, mentor became aware that patient also experienced bilateral breast ptosis, and left breast implant rupture in addition to left side capsular contracture; baker grade IV. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On october 1, 2021, the mentor failure analysis lab received the device for evaluation. On october 7, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 475cc returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).